Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of reset could not be confirmed in the laboratory as the reset was cleared in the field. The reported low hv lead impedance was confirmed during bench testing. Analysis found that the high voltage output circuitry was damaged. The cause of the high voltage output circuit damage could not be determined.

Event description:
It was reported that during an appropriate therapy for a fast vt, the high voltage lead impedance dropped to out of range values. Dfts were recommended. Vf was induced. The device failed to charge and deliver therapy. The patient was rescued with external defibrillation. A high voltage lead issue warning was also seen and the device went into back-up mode. The device and lead were replaced. The patient was discharged the following day in stable condition.